Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that when the band was air tested prior to insertion, there were air bubbles that showed to be coming out of the band prior to insertion. There was no patient consequence.